Manufacturer narrative:
(B)(4). Maquet (B)(4) became aware of an incident with surgical light hlx 2005 device. It was stated that during cleaning of the room and equipments after the surgery procedure, the cupola light-head had fallen down. There was no patient involved. Falling cupola hit cleaners forearm, the person has not received any harm requiring medical attention. The malfunction occurred on hanaulux 2005 device which is a surgical light with hanauchrome optical system. It was established that when the event occurred, the light-head did not meet its specification and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported scenario has ever lead to serious injury or worse. Furthermore it was found that the event occurred as a combination of three different factors: the missing screw, the vertical motion of the safety sleeve and the translation of the safety segment. It was reported that the screw was missing at the attachment, when the screw is missing then the red band under retaining ring should be visible. To prevent the risk of light-head falling, hanaulux user manual (B)(4) in page 2 informs that the red band under the retaining ring should not be visible during normal operation and if the band is visible, user need to inform an authorized service man immediately as there is a risk of falling. In the products technical information it is included that the technician needs to check the presence and the tightening of the safety sleeve retaining screw after installation, during maintenance or during periodic inspections. However the maintenance of the device involved was not being performed by the maquet trained service technicians. In the hanaulux 2000 user manual (B)(4) there is an information that the device need to be inspected by authorized technical customer service. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer reference # (B)(4).

Manufacturer narrative:
(B)(4). Additional information will be provided after investigation result.

Event description:
On (B)(6) maquest sas became aware of an incident with hlx 2005 device. It was stated that during cleaning, the cupola fallen down. No injuries were reported. (B)(4).